Event description:
It was reported that the device's downstream occlusion (dso) seal was bubbled/detached, and the battery door was damaged. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a lifted downstream occlusion (dso) seal and a buckling upstream occlusion (uso) seal. The cause of the customer reported problem was wear and tear. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.